Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient (pt) attempted to charge their implant they could not connect to the implant and they get a message of try again. Pt said when they plug the controller into wall the controller battery showed the controller was 100% and charged. During call pt reset the controller and attempted to charge their implant; pt received no device found. Pt proceeded through passive recharge mode, pts implant was charging at excellent with a green flashing light. Pt said their controller was at 100% battery. Pt called back from number registered rereporting information previously documented in this case. Pt said when they called previously, they started recharging their ins and were only able to get it recharged up to 10% (controller was at 100%). Pt inspected the rtm and noticed damage where the cord meets the paddle. Pt said they do notice the rtm getting hot when recharging and said the black transmitter box also gets hot. Pss sent email to repair for rtm replacement. See email to repair for rtm serial number.